Event description:
In order to hold the cervical plate in place the surgeon used a small pin and tapped it into the bone. The abc pin extractor was used to hold the pin. It broke in half during the process. During the process of locking the unicortical screws, the abc screw locking device broke off inside a screw. The surgeon was able to insert the screwdriver and back out the screw. A new screw was inserted and successfully locked. Surgery was prolonged by 30 minutes. The pt suffered no adverse effects as a result of this occurrence.